Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
The effusions were resolved and the patient was discharged. During a 30 day follow up, the patient was noted to be in atrial fibrillation and cardioversion would be scheduled.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
During a ventricular tachycardia procedure, a pericardial effusion occurred. Following the procedure, while in the pacu, the patient became hypotensive and an echocardiogram confirmed a 4mm pericardial effusion. The patient experienced swelling and pitting that did not respond to diuretics. An x-ray confirmed a pleural and pericardial effusion. A paracentesis was scheduled and a chest tube was placed.